Event description:
In this case the customer reported that the patient table's service latch is not engaged. A philips quality analyst confirmed that there was no rescan or harm to the patient or operator. Philips service had recently performed preventive maintenance and may not have re-secured the service latch properly. The customer re-secured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). (B)(6), alleged that after a clinical procedure, when the patient was getting down from the couch, it started to move away into the gantry by itself. There was no injury to the patient due to this event, there was no rescan/reinjection required. The customers called to the philips service desk. The customer technician confirmed the event and after speaking to the customers about the event, determined that the issue took place because of unsecured service latch. The technician instructed the customers to re-attach the service latch to resolve this issue, and had the field service engineer (fse) follow up with the customers to ensure that the issue was solved. After tightening of the service latch, the system was fully operational. There was no part replacement. The technician stated that on (B)(6), 2014, the fse was on site for a preventive maintenance service, during which he unsecured the service latch. After the service was completed, the fse forgot to re-attach the latch, which led to free floating of the table the next day. The technician instructed the fse to be aware of this issue for future services. Planned preventive maintenance (pm) is performed in accordance with the brilliance CT planned maintenance manual , which directs to the brilliance CT 6-64 system planned maintenance introduction gantry cover removal/installation procedures (page 12) stating: "brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." The brilliance CT gantry repair and replacement manual, opening the gantry front cover (page 70) states: "ensure the patient support top is as far away from the gantry as it will go. Unscrew the wing nut or nut on the subframe quick release located under the front of the patient support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages. Move the patient support subframe away from the gantry. Note that it may take considerable force to move the subframe out of its normal position. However, after the initial resistance is overcome, the patient support subframe should move freely." Also, in figure 3-1: lower patient support subframe quick release, closing the gantry front cover (page 73) it states: "re-engage the patient top subframe support quick-release at the front of the patient support by pushing the end of it up until it engages the slot in the top bracket. Tighten the wing nut on the quick release." Engineering documented their evaluation as follows: when a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch becomes free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the subframe when the service latch is not engaged. Mitigation for this issue include the following: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. Execution of auto iq tests, per service instructions, enables detection of table position errors. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. Brilliance CT therapy table top installation instructions. Brilliance therapy table top installation instructions. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Field safety notification (B)(6), that was sent to the field on (B)(6), 2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). This site was confirmed to be on the (B)(6), units affected list (ual). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service latch was left unsecured by fse following maintenance service. The philips technician instructed the customers to re-secure the service latch, which resolved the issue. (B)(4).